Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump¿s display was became "wonky" also it has a white screen and has a couple lines across it and was locked up. The customer's blood glucose was 114 mg/dl. Customer reported display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated the pump was neither dropped nor bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly.